Manufacturer narrative:
Device was received with missing segments/partial display due to cracked and bleeding on lcd glass. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump one side of the screen was all dark and the other side was really light. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer stated there was no physical damage to the insulin pump but they did not see the what the insulin pump shows anymore. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.